Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular leadless pacemaker (lp) was unable to rotate and fixate to the right ventricle. The lp was removed and another lp was used to complete the procedure. There were no patient consequences.